Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having kidney disease/toxicity, heart failure, upper respiratory infection from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer.  At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
On previously submitted report, section "type of reported complaint" in box h was incorrect. In this report, section "type of reported complaint" in box h has been updated/corrected.

Manufacturer narrative:
In the previous submitted report, section h "if follow-up what type" was incorrect. It should be "device evaluation". This report is sent for a correction.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having kidney disease/toxicity, heart failure, upper respiratory infection from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer's complaint was not duplicated. The product investigation laboratory (pil) received a trilogy 100 ventilator with no power cord, no inlet airpath filter, no outlet filter and a passive outlet port. The ventilator was let run for 86 minutes, and no foreign particles were observed in the outlet filter. The ventilator was bench tested which showed the clock setting, internal battery build date and atmospheric pressure verify steps failed testing specs. The clock setting and internal battery build date were expected as the ventilator had taken a while to arrive at the product investigation laboratory (pil) and be investigated. The atmospheric pressure verify step failed test specs due to the sensor board and system board being out of calibration between the two boards. The ventilator was taken apart. Contamination indicative of an external cause was found in the air flow path. The ventilator ¿s internal foam was white, indicating it was remediated.